Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for unknown reasons. The customer's blood glucose at the time of the incident was unknown. The customer's mother reported the customer had low potassium and stated the customer is non compliant with his health and doesn't do what he's supposed to do. It was also reported that the customer hates to calibrate and does not want to take his blood glucose because he believes he should not have to stick his finger with the continuous glucose monitor on. It was unknown that auto mode was used or not. The insulin pump will not be returned for analysis.